Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure during visual inspection. A broken cable was noted on axis 4 which caused the error experienced by the customer. The axis 4 turret cables will be replaced as a fix. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced an error on the right master tool manipulator (mtm). The procedure was converted to laparoscopic surgery. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the site and was able to reproduce the reported failure. The fse replaced the right master tool manipulator (mtm) to resolve the issue. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). On august 9, 2017, intuitive surgical, inc. (Isi) received the following additional information: the procedure was completed and no patient harm was reported. The customer called for assistance and tried to troubleshoot, however, the issue persisted. The right mtm had a broken cable which could only be fixed by replacing the mtm. The patient side cart (psc) did not have any problems and the procedure was not delayed.